Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to reposition the lead in order to obtain better parameters. However, after repositioning, it appeared that the helix had not fully retracted. The physician decided not to use the lead, and a new lead was implanted. No patient complications have been reported as a result of this event.